Event description:
Additional information received reported that the patient underwent a system revision on 2014-(B)(6). It was noted that the left extension was replaced. It was noted that the impedances were now ok and the patient received effective stimulation. Additional information received reported the extension was discarded. It was noted that the health care professional (hcp) did not know the root cause of the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances >40,000. It was also noted there were low impedances of 110 ohms. It was stated the left leads had all impedances >40,000. It was stated c and o were at 110 ohms and c and 1 were at 5,000 ohms. It was noted the left side was switched off and an x-ray was planned for one week following report. It was stated the patient status at the time of report was alive with no injury and there were no patient symptoms. It was noted the implantable neurostimulator (ins) was replaced on (B)(6) 2013 because the ins was out of power. It was noted impedances were not checked with the old ins. It was stated the right side was ok. It was further reported the x-ray showed no issues. It was noted the patient refused to undergo the surgery for a system revision at the time of report and it would be performed in the future. It was stated the left side was off and the patient also received drug therapy for symptom control. It was stated no devices had been explanted.

Manufacturer narrative:
(B)(4).